Event description:
A surgeon reported a patient experiencing glare and feeling like she is looking through oil following intraocular lens (iol) implant surgery two years ago. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/22/2008 by fax and mail. A completed questionnaire was received on 10/23/2008. This report was mailed to FDA on: 10/29/2008.